Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to a pinched white pulse wire at the distribution node (dn) connector. The belt did not pass falloff testing. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.